Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and moderately calcified left ascending and transverse aorta. The first inflation performed with the 1.5 x 20mm x 142cm sterling es over-the-wire balloon catheter resulted in the balloon rupturing at 6 atms after approximately 1 second. The balloon was removed intact. The procedure was completed successfully with another device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and moderately calcified left ascending and transverse aorta. The first inflation performed with the 1.5 x 20mm x 142cm sterling es over-the-wire balloon catheter resulted in the balloon rupturing at 6 atms after approximately 1 second. The balloon was removed intact. The procedure was completed successfully with another device. No patient complications were reported and the patient's status is good.